Event description:
Pacemaker -prodigy dr by medtronic- implanted in 1998 began malfunctioning. Was no longer pacing 100%. Pt has complete av block due to ablation of av node in 02/1998. Diagnostic on day of incident revealed problem with ventricular lead. Pt taken to emergency surgery for insertion of new lead and replacement of pacemaker.